Event description:
It was reported that the patient, who was in a very advanced and terminal stage of heart failure, was hospitalized for heart failure and expired. It was discovered that the patient had experienced an episode of ventricular fibrillation (vf) which may not have been detected by the cardiac resynchronization therapy defibrillator (crt-d). Low sensing values had also been observed on the right ventricular (rv) defibrillation lead. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.